Manufacturer narrative:
Upon return and analysis this investigation will be updated.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection revealed a fracture. This type of damage is consistent with repeated stress over time. In this case, we believe the stress was the result of clavicular/first-rib entrapment. The reported clinical observation were likely the result of the lead damage observed by the laboratory.

Event description:
Boston scientific received information that during a follow up the patient was presented to the hospital feeling dizzy. An electrocardiogram showed loss of capture and no pacing on the right ventricular channel and the pacing impedances were out of range. An x-ray performed showed that this right ventricular lead was fractured. A revision procedure took place. Upon explanting this lead it was noted that the fracture was close to the connection with the device, and the wire inside was fractured while the insulation layer outside was intact. Due to the difficulty of withdrawing this lead, the lead was cut and the lead was then withdrawn from the patient. A new lead was implanted. This right ventricular lead will be returned. No adverse patient effects were reported.